Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported experience was confirmed. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using the proglide with a 6fr sheath, after a coronary interventional procedure. Reportedly, the foot plate of the proglide device would not retract and the device was removed with the foot in the open position which made it difficult to remove from the vessel. Removing the device with the foot in the open position created a larger hole. A contralateral approach was used to place a covered stent in the vessel for repair. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.